Event description:
It was reported that this programmer's threshold test button was dimmed. Boston scientific technical services (ts) walked the field representative through workaround and was able to get around the issue. The programmer remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities; the programmer performed normally throughout all tests.

Event description:
It was reported that the programmer displayed a dimmed threshold test button. Representative was walked through to be able to get around the issue. To date, the programmer remains in service. No adverse patient effects were reported.